Event description:
Customer reported the insulin pump alarmed unexpected restart. Customer's blood glucose was unknown. Alarm was noted twice in the alarm history; external ram crc error alarm was also noted. Alarm had occurred shortly after inserting a new battery. Alarm was occurring during normal use. Customer was advised to monitor the device until replacement device arrives. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.